Manufacturer narrative:
H6: 2993. Claim (B)(4).

Manufacturer narrative:
Manufacturer narrative: secondary surgical intervention to reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vault. The lens was repositioned, but this did not resolve the issue. Cause of the event was a patient-related-factor. Reportedly, "the patient was hit in the eye while kickboxing." The lens remains implanted.